Event description:
It was reported that the user experienced hyperglycemia overnight with a highest blood glucose of 300 mg/dl while using the ilet with a teflon inset infusion set and no device alerts; the user denied tubing occlusion or pre-bed food intake and delivered an increased ¿dinner announcement¿ upon waking, after which blood glucose later decreased and a separate low was documented, with the user reporting no carbohydrate intake despite charted intake. Symptoms included none reported. Outcomes included troubleshooting and education provided regarding the risks of manual overcorrection and monitoring guidance, with no hospitalization. Investigation included review of device-reported charts and user interview. Investigation of this case revealed an unclear cause for the hyperglycemia and subsequent low, with no device alarms or infusion set issues reported and a potential confounder of concomitant mounjaro therapy. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence of device malfunction and multiple potential user and physiological factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.